Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone call that the customer's screw/washer hex driver 2.5mm failed during an acl procedure due to the tip of the driver breaking off in the screw. They were able to retrieve the broken tip from the screw and there was no debris left inside the patient, no patient injury. They completed the case by using another like device set. The sales rep was not present for the procedure but stated there were no adverse patient consequences. There was a 15 minute delay in the procedure to set up the new device set. The device will be sent in for review.